Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported that their communicator didn't sync up to the handset, and that they hadn't had many accidents as they do now. Agent walked them through connecting to the ins, and they admitted that they are opening the wrong therapy application, hence the difficulty in connecting to the ins. Patient then was eventually able to connect to the ins. Agent reviewed changing programs, and patient mentioned that they had tried programs 1 through a, but can't recall which one gave them the best results. Patient then had tried programs 1 through 5 again, but was not able to feel the stimulation even on a higher level. Patient then tried program b, and they increased it until they feel a sensation on their butt cheek, with a pain on the implant site. Agent then had them decreased the stimulation until they feel comfortable. Patient then mentioned that the only place they felt the stimulation is on the implant site. Agent had them monitor their symptoms and redirected to the doctor to further address the issue.